Event description:
Related manufacturing reference number: 2017865-2020-13349 and 2017865-2022-14038. New information received indicates the patient passed away due to unknown reasons. There is no known allegation from a healthcare professional that the patient's death was related to the dual chamber implantable cardioverter defibrillator system or related procedure.

Manufacturer narrative:
Final analysis revealed the device was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.